Manufacturer narrative:
Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). If information is provided in the future, a supplemental report will be issued.

Event description:
The devices were not inspected before use. The lesion was not pre-dilated. Resistance was not encountered when advancing the devices. It was reported that during a procedure to treat a calcified lesion a 2.5x30mm endeavor resolute stent was found fractured while passing through guide before deployment. It was reported that the lesion was difficult to negotiate and that a 3.5x15mm endeavor resolute stent was difficult to deploy. When the device was removed from the patient the stent was noted to be damaged. No patient injury was reported, the angioplasty was successfully completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The 2.5x30mm endeavor resolute stent was deformed, not fractured as previously reported. The angioplasty was successfully completed with another endeavor resolute stent. If information is provided in the future, a supplemental report will be issued.